Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: investigation confirmed that there was no damage found to the audio bolus button. Additionally, the audio bolus button responded to user presses appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile cng/unresponsive) issue. The audio bolus button was reported to be under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.